Event description:
It was reported that the patient underwent surgery for implant of titanium anterior cervical plate and titanium mesh interbody device. Post-op day one the patient reportedly had laryngeal edema and underwent additional surgery to relieve the symptoms. Post-op day, two the patient reportedly died due to cerebral edema.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation.